Event description:
The customer alleged that the unit was emitting odors and smells. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The fse updated software. The fse replaced oil mist filter due to oil mist escaping from catalytic converter. The fse ran an empty chamber standard cycle. System performs to specifications.